Event description:
Complainant alleged that during the clinician's second defibrillation of a pt (age and gender unknown), who was in cardiac arrest, a spark appeared to emanate from beneath the paddle set. The complainant indicated that the attempted resuscitation was unsuccessfull, and that the "pt was beyond resuscitation.